Event description:
ECMO [extracorporeal membrane oxygenation] coordinator called by bedside nurse who stated the impella console unexpectedly shut off this morning and rebooted. ECMO coordinator went to bedside and reviewed the alarm history. There was an alarm [redacted] at 06:34 stating "unexpected controller shutdown." Pt was alert and oriented and there was no change in vital signs. ECMO coordinator switched the impella console. Impella rep, perfusion, critical care anesthesia, and cardiothoracic surgery aware. Will send catheter to abiomed once explanted.